Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was way off calibration but was unable to confirm that the device would not boot up correctly, and no new errors were verified through the error logs. The overlay/bezel assembly was replaced and the stylus calibrated, as well as the hard drive being reconfigured and the software reloaded as a preventive. The device then passed functional and systems tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's touch stylus pen was way off calibration and that the programmer would not boot up correctly. The programmer was returned for service. There was no patient involvement.